Event description:
It was reported to philips that the system did not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system did not start and artifacts were reported on the images. Review of the log files didn't confirm the malfunction related to the reported issue. The fse inspected the system and confirmed that there were both horizontal lines on all the image, and vertical lines on the right side that covers a quarter of the image in the manual of the artifacts. The fse calibrated the system to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.